Manufacturer narrative:
A comprehensive investigation was conducted on discovery. All records purport the product was manufactured and distributed in compliance with FDA, state, local, and manufacturer operating procedures. A sister graft from the same lot was tested and met all specifications. There was no report of device failure at the time of surgery. Although it is atypical that device remnants were present 20 months post op, there is no correlation between device non-incorporation and hernia recurrence. The patient's history of bowel infection and multiple hernia repairs are significant. Due to the anatomical proximity of the device and the hernia, and in an abundance of caution, this report is being filed.

Event description:
A female patient had a ventral hernia repair on (B)(6) 2013 where acell device was used as reinforcement. Approximately 20 months later, on (B)(6) 2015, the hernia recurred and during surgical repair it was discovered that a remnant of the device was present in a mucus-like form. The surgeon removed the device at that time.